Event description:
A journal article was reviewed which contained information regarding this device. Multiple patients, death and failure mode was noted; however, a one to one correlation could not be made with unique device/serial numbers. The article included the following failure mode: inappropriate therapy along with one patient death. A cause of death was requested and not received.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. This event occurred outside of the us. The mdt-ICD was selected as the study outcome was measurement of shock impedance. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The date of death has been requested and not received and is an estimate. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a novel methodology for av and vv delay optimization in crt: results from a randomized pilot clinical trial. J. Artif. Organs. 2013;16(3):273-283. (B)(4).